Event description:
It was reported that the customer had a button error alarm and damage on the insulin pump. The customer's blood glucose level was 117 mg/dl. The customer states that their is no significant events leading the alarm. The customer states that their is crack on the insulin pump. The customer insulin pump was replaced for button error as well as it as would have replaced for crack on the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.